Manufacturer narrative:
MDR 3003442380-2024-04535 - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced ten infusion set cannula kinked events between (B)(6) 2024 and (B)(6) 2023. The events occured after 3 or more hours after insertion. The infusion sets had been used for 10 hours for all the events.the insertion site was at the abdomen. The blood glucose level was high at the time of event therefore the patient was treated with correction injection via mdi. The patient replaced infusion sets and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.